Manufacturer narrative:
The investigation determined that there was no product issue found.

Manufacturer narrative:
The cobas c 303 analytical unit serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable bilirubin total gen.3 and bil-d gen.2 results from the cobas c 303 analytical unit. This medwatch will cover bilirubin total gen.3. Please refer to the medwatch with a1 patient identifier (B)(6) for the bil-d gen.2. Patient 1's total bilirubin result on the c303 was 14.5 umol/l, and the result from the vitros analyzer was 19.3 umol/l. Patient 2's total bilirubin result on the c303 was 75.1 umol/l, and the result from the vitros analyzer was 100.8 umol/l.